Event description:
It was reported that the stent fractured and occluded. It was treated with a laser, drug-coated balloons, and another stent was placed over the fractured stent. A 6 x 150 x 130 innova self expanding stent was previously placed on (B)(6) 2020 at the mildly tortuous proximal to mid superficial femoral artery. At a follow up appointment, for leg pain on (B)(6) 2021, an angiogram was performed. The angiogram revealed that the previously placed innova stent was completely fractured in 2 places and the vessel stents were completely occluded. This was treated with laser, a drug coated balloon, and a non-bsc stent (placed over the fractured stent).